Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during lobectomy, at the time of interlobar formation, the leak test was also completed, there was no problem at that time, so wound closing was performed. After that, when the patient status was checked again, one outside staple line of reload was noted to be leaked then reoperation was performed. The staple line was sutured by manual suturing and the wound was closed again. The surgical time was extended by more than 30 min.